Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2xbxj serial# implanted: (B)(6)2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the lead did migrate. The cause of not feeling stimulation was determined but hcp did not specify. On 2(B)(6)024-a sacral series was done that showed a malpositioned lead wire. It was reported that the issue was resolved. The cause of the patient feeling stim in the wrong location was determined but the hcp did not specify. It was reported that the issue was resolved after the rep interrogated the device. The cause of pain from turning up the device was unknown. The patient had a revision done on (B)(6)2024

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2xbxj); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had changed their program 2 or 3 times and they were not feeling much of anything and it didn't seem to be helping their bowel problem. Patient stated they were back to the way they were before the device was implanted. Patient increased the intensity until they felt the stimulation. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2024, the patient reported their device was not working on them. Patient said they called [name] and they worked through the device with them and it was not vibrating or anything and for it to work, it was too high and it was hurting to the patient. Patient reported that the vibration was not feeling it in the correct spot even when the stimulation is adjusted.  [Name] thought that the lead had moved. Patient stated they took x rays to confirm the position of the lead last week and they didn't know what the results were. Patient mentioned they hadn't heard from anyone since they had their x rays a week ago. Patient service specialist asked when they felt the vibration and patient said they never felt the stimulation sensation on their bicycle seat area. Patient also stated they had never felt that vibration since they were implanted. Patient confirmed they had felt some improvement in their symptoms and their bowels were better. Patient reported they always felt pressure all the time and didn't feel full like they used to. The patient was redirected to their healthcare provider to further address the issue.